Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, follow-up images identified a suspected limb occlusion on the contralateral leg component. It was reported the physician stated the cause of the occlusion is unknown.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up images identified a suspected limb occlusion on the contralateral leg component. It was reported the physician stated the cause of the occlusion is unknown. It was reported a reintervention has not been scheduled.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.